Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged her scs system in over a year. A sjm representative met with the patient and confirmed the system has no communication with external devices. Surgical intervention may take place at a later date to address the issue.